Event description:
It was reported that fluid leakage occurred at the tube¿s distal connector. The event occurred before patient use at the facility.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.